Event description:
It was reported that during an in-stent dilation this xxl esophageal balloon ruptured. This xxl/18-4/5.8/75 esophageal balloon ruptured at 5 atmospheres. The device was fully recovered from the body of the patient. No patient complications were reported.